Manufacturer narrative:
Five unopened medflator®inflation syringe systems were returned for analysis. The five samples were tested with air and water. The pressure was then built up continuously during turning the piston of the inflation device; meeting specification. Production process was reviewed in regards to any hints to such kind of failure. Additional testing on the influence of the sterilization process was investigated; no deviations were noted. Based on the evidence, the root cause was not identified as the complaint could not be confirmed.

Event description:
It was reported that when the pressure builds up, the pressure gauge reacts late, which leads to the patient continuing to build up pressure. This in turn causes the balloon to inflate suddenly and therefore burst. This has the potential to rupture the patient's vessel.